Manufacturer narrative:
Additional information in h6: results and conclusion codes the device was not returned for evaluation so no results are available and no conclusions can be drawn. The patient was a smoker and obese which could have contributed to the failure. The lot number is unknown: therefore, the device history records are unable to be reviewed.

Event description:
It was reported that two pedicle screws located at s1 broke approximately 15 months post-operatively. A revision was performed to remove and replace the pedicle screws. There is no information available that provides the identity of the pedicle screws, or that zimmer biomet manufactured the screws. This is report one of two for this event.

Manufacturer narrative:
UDI number: ni. Although the product code is unknown, it can possibly be nkb or mnh. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00210.

Event description:
It was reported that two pedicle screws located at s1 broke approximately 15 months post-operatively. A revision was performed to remove and replace the pedicle screws. There is no information available that provides the identity of the pedicle screws, or that zimmer biomet manufactured the screws. This is report one of two for this event.